Event description:
The account alleged the side rail is hanging off the bed and will not latch. No patient impact.

Manufacturer narrative:
The account found the side rail center arm assembly is broken. The account replaced the side rail center arm assembly and dressed the side rail cables with wire ties to resolve the issue.